Manufacturer narrative:
Further analysis was performed on the main printed circuit board assembly. Visual inspection revealed no anomalies. Bench analysis found that the battery removal test failed. It was determined that one supercap failed, and after this component was replaced the battery removal test passed, the device stayed on for greater than ten seconds after the battery was removed. Conclusion: confirmed the battery removal failure caused by a capacitor component failure.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device failed incoming functional testing; main printed circuit board assembly found out of electrical specification. Analysis also found the upper case and lower case were broken and contaminated. Battery release and battery drawer were contaminated (sticky). Lead flex cover, battery release o-ring, battery contacts, battery drawer o-ring, and battery flex were contaminated. One side bail cover and one side bail were missing. One side bail cover and ring cover were broken. Ring was bent. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.